Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection noted blood and eschar build up between the jaws, preventing the jaws from opening. Functional testing confirmed the complainant¿s experience of the jaws not opening. Upon closer inspection, insufficient crimping of the cover tube, a metal component within the shaft, was observed. Based on the condition of the returned unit and the description of the event, the reported event was caused by the insufficient crimping of the cover tube, leading to displacement of the jaws from its intended position during trigger actuation to open the jaws. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Correction: section b1 is being updated to "adverse event" from "product malfunction". Section h1 is being updated to "serious injury" from "malfunction".

Event description:
Procedure performed: gastric sleeve surgery. Event description: [user facility]. "Mechanical failure during a sleeve gastrectomy procedure, the incident occurred on the 8th application. Stickiness occurred after sealing and cutting . The jaws were locked, the surgeon tried to open the trigger more than once, he couldn't, the jaws got stuck with the tissue. He had to use another device to dissect around the jaws to get the voyant out." Additional information received via email on october 3, 2022: the doctor was dissecting the omentum, he had to dissect around and extract the grabbed tissue to remove the device. It was observed once the doctor opened another voyant device to continue the surgery the operation was completed successfully. Intervention: the surgeon used another device to dissect around the jaw to get the voyant out. Patient status: the operation completed successfully.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: gastric sleeve surgery. Event description: [user facility]. "Mechanical failure during a sleeve gastrectomy procedure, the incident occurred on the 8th application. Stickiness occurred after sealing and cutting . The jaws were locked, the surgeon tried to open the trigger more than once, he couldn't, the jaws got stuck with the tissue. He had to use another device to dissect around the jaws to get the voyant out." Additional information received on october 3, 2022: the doctor was dissecting the omentum, he had to dissect around and extract the grabbed tissue to remove the device. It was observed once. The doctor opened another voyant device to continue the surgery. The operation was completed successfully. Intervention: the surgeon used another device to dissect around the jaw to get the voyant out. Patient status: the operation completed successfully.